Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported left side "rupture" confirmed via CT scan, MRI and xray, and "exchange from textured to smooth implant due to the concern with the product." Patient also reported "medical problems." Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.